Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report an alarm, as well as being treated by the paramedics due to low blood glucose levels. The customer stated that he primed the insulin pump while he was connected to the infusion set, and his blood glucose levels dropped to 20 mg/dl. Advised the customer to always disconnect prior to priming the insulin pump. Advised that the insulin pump would be replaced due to the alarms. Nothing further was reported.